Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and catheter removal difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 4.00 x 12 synergy ii drug-eluting stent was deployed to treat the lesion. Post stent deployment, the balloon did not deflate. Thinking that the balloon had deflated, the device was attempted to be removed from the guide catheter. However, the device became stuck at the tip of the guide catheter. Subsequently, the entire system was removed as one unit and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 12mm stent delivery system (sds) was returned for analysis without the stent. The sds was returned inserted in a guide catheter and loaded over a guidewire. The stent was not returned for analysis. The stent was deployed successfully in the patient. The balloon was returned within the guide catheter; distal end of the balloon was bunched and stuck at the distal tip of the guide catheter. Solidified medium was evident in the balloon. Balloon had been subjected to positive pressure. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified medium before further inflation attempts were made. The balloon was inflated to rated burst pressure with no issue, and deflated within specifications. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and catheter removal difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 4.00 x 12 synergy ii drug-eluting stent was deployed to treat the lesion. Post stent deployment, the balloon did not deflate. Thinking that the balloon had deflated, the device was attempted to be removed from the guide catheter. However, the device became stuck at the tip of the guide catheter. Subsequently, the entire system was removed as one unit and the procedure was completed. No patient complications were reported and the patient's status was fine.